Event description:
On (B)(6) 2010, a female patient was implanted with a gore hybrid vascular graft in an av access application. The procedure was performed in the left upper arm. It was reported to gore, that on (B)(6) 2010, the patient presented with arterial steal syndrome. A banding procedure and the placement of a stent was performed.